Manufacturer narrative:
The insulin pump alarmed a21 after battery change due to voltage leak on the interface board; unable to complete functional test due to a21 error test. Motor was tested outside the device and passed. No a17 alarms noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self test, displacement test, rewind, basic occlusion, and excessive no delivery alarm test. No excessive no delivery alarms or motor error alarm noted. The insulin pump was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call of hospitalization for unexplained high blood glucose of 550 mg/dl. Customer also indicated that there was a motor error that was received on their insulin pump. Troubleshooting found that the pump's basal rates were increased by the customer's doctor. Troubleshooting also found that the drive support cap was normal and that customer was able to prime the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.